Manufacturer narrative:
Facility name truncated due to character limit: (B)(6). A customer alleged a discrepant result while using the cobas 6800 assay. Originally a sample generated a positive sars-cov-2 result but all subsequent retesting was negative. An investigation did not identify any product issue. The sample was likely near the limit of detection and is expected to waiver with repeat testing. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer from (B)(6) reported an unexpected positive result with the cobas 6800/8800 sars-cov-2. The same sample was tested on a competitor assay which generated negative results. Additionally, the sample was recollected and tested on the cobas 6800. All subsequent repeat testing was negative. Samples were collected using nasopharyngeal swabs in copan utm. The samples were refrigerated in cobas secondary tubes and equilibrated to room temperature prior to transfer to the secondary tube. There was a vortexing step. An investigation was performed to evaluate the customer issue which did not identify a product problem. The CT value of the initial testing is late at 36.85. According to the IFU once the CT value exceeds 33.5 the target hit rate expectation drops from 100 percent. Because of this, there is the expectation that a sample can waver from positive to negative throughout multiple tests. This can either mean that the patient is generating virus levels that are at or below the lod of the assay, or that there was a contamination event occurring during the initial sample preparation.